Event description:
It was reported that during a procedure the table allegedly unlocked 20 minutes into a case. There was no report of injury to the patient or a delay in the procedure.

Manufacturer narrative:
The table was examined by a berchtold field service tech. The tech performed a visual inspection of the foot lock manifold system and saw no leaks. It was noted that the reservoir was full. A cycle test was performed on the table to flush out debris. The slice valve on the foot lock system was replaced on (B)(4) 2013 and the table was returned.